Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 ¿ code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6 ¿ code b20: device remains implanted, and no images were provided; therefore, direct product analysis was not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this patient underwent endovascular treatment and for a zone descending aortic aneurysm and was implanted with gore® excluder® thoracoabdominal branch endoprostheses (tambe). The complete tambe system is comprised of the tambe aortic component, the branch components gore® viabahn® vbx balloon expandable endoprosthesis (vbx device), a distal bifurcated component (gore® excluder® iliac branch endoprosthesis component) and contralateral legs (gore® excluder® contralateral legs). It was reported that within 12 hours, (B)(6) 2025) the patient underwent a diagnostic laparoscopic procedure which eventually uncovered some type of ulcerative issue (maybe in the duodenum) and renal suction thrombectomy was performed. The physician reports this was technically successful, but without clinical improvement. It was reported that both renal branches thrombosed, and the patient was in acute renal failure. The physician reported there was no allegation of deficiency with the tambe device as it had functioned appropriately. The physician did remark ¿however, with long vbx stents into the mid/distal renal arteries, there may be a danger, previously unforeseen, that the renal arteries could tent over the distal ends of the stents during prolonged laparoscopy, resulting in stent thrombosis.¿ the patient tolerated the procedure with good results.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Investigation conclusion was updated from d16 to d15. The device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Cause of the reported event cannot be established based on the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.